Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the "little knob" part of the collet on catheter was broken when the catheter was opened. It was the portion of the collet on the outside, not pre-attached to the catheter that was broken. The catheter was not used in the case. The catheter was to be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the company representative. It was clarified that a physician had notified the company representative when he went to connect the pump segment. The patient¿s name and date of birth was provided. The indication for use regarding the patient¿s pump was spinal pain. The contributing factors that led to the issue were unknown. The reason for implant was unknown. The company representative had opened another catheter and had used it. No patient symptom was reported. The company representative had no further information.

Manufacturer narrative:
Analysis of the catheter on (B)(4) revealed that the collet was detached regarding the pin connector and it was unknown if it was procedural or manufacturer related. The previously applied conclusion code 11 is still applicable at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated upon implantation, when the physician went to hook the pump segment to the spinal segment; the collet was not attached on (B)(6) 2018. The patient recovered without sequela. A rotor and dye study were not performed. No further complications were reported/anticipated or expected.